Manufacturer narrative:
Evaluation summary: customer report of calcification was confirmed. As received, leaflet 3 was in open position but was flexible enough to be pushed in towards coaptation region. Heavy calcification was observed in the cusp area of leaflet 1, moderate calcification was observed in the cusp area of leaflet 2, and moderate to heavy calcification was observed in the cusp area of leaflet 3. Moreover, moderate host tissue overgrowth encroached onto the tissue at the outflow aspect and into the orifice at the greatest point by approximately 6mm. Host tissue was moderate at the stent outflow. Host tissue fused leaflets 2 and 3 at commissure 3 by approx 2mm on the outflow aspect. Device evaluation confirms calcific tissue degeneration as the primary cause of the reported stenosis in addition to host tissue overgrowth (pannus). Bioprosthetic leaflet calcification and host tissue overgrowth are two common chronic failure modes in bioprosthetic heart valves. Their occurrence is highly variable among patients. It is generally believed that patient biological factors and/or preexisting medical conditions and comorbidities play major roles in the development of bioprosthetic tissue calcification and/or host fibrotic tissue overgrowth. However, the underlying mechanisms are not completely understood. In this case, it is likely that this patient's medical history may have played an important role. There has been no information to suggest a device quality deficiency related to this event. No further action is required at this time.

Event description:
It was reported by surgeon via sales that an edwards mitral bioprosthetic valve was explanted after an implant duration of approximately five (5) years. Records indicate this explant was due to severe mitral stenosis with host tissue overgrowth and calcification.